Event description:
The customer reported that the system had a problem with the connection between the monitor cart and the c-arm that caused video issues outside of a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation and replaced the interconnect cable assembly. The system was tested and found to be working as intended and put back into service.